Event description:
Customer reports that she obtained results of 126mg/dl and lo back to back on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of the suspect device and rpelacement was sent.